Event description:
An airway positioning device, aerfree airway management system (ams), was applied to the pt's neck and then connected to suction. At end of procedure, the device was removed, and blisters were noted at the site.